Event description:
It was reported that the patient felt like he was starting to hallucinate a little. Additionally, he was having ¿little flashes¿, sw eats, and nausea. It was indicated that the patient had never had bowel problems or problems going to the bathroom, but had since developed them. He was also in a lot of pain, but would rather go through the pain than the numbing feeling he was getting. It was stated that all of the symptoms had been going on for a little while, a couple of weeks to a month. The patient¿s healthcare provider (hcp) had just put some medication in the pump, increased the medication, and given him a couple extra doses throughout the day. The reporter stated that he did not know if the symptoms were from the pump or the flu. It was unknown what drug was in the pump, though it was indicated that the dose or concentration was to change on the upcoming monday. The patient had asked for the hcp to ¿lighten it up¿.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d25457, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).